Event description:
On 7/7/2022, it was reported by a sales representative via email that an ar-2324pslc peek-swivelock anchor could not be screwed in and broke. The bone was prepared with a drill used for swivelock, and a 5.2 tap. Surgeon tried 3 times to pull anchor out and removed insert. This was discovered during an acl procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.